Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a patient underwent an angioplasty procedure of a restenosed lesion in the left superficial femoral artery. The patient reported left leg pain and an angiogram revealed that the stent placed in the left superficial femoral artery lesion had been fractured approx "3/4" from the stent distal end. A fox plus was positioned at the target lesion, and ruptured at 7atms. The balloon was removed and a second fox plus balloon was used; it also ruptured at 7atms. The second balloon was also removed as a complete unit. A decision was made to deploy a new absolute stent overlapping the fractured stent. The physician stated that he believed that the fractured stent contributed to the balloon ruptures. Though requested, no additional info is available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device info. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. D11. The absolute part # unk, lot#unk, referenced is being filed under medwatch MFR #3004742046-2007-00327. The fox plus part #12757-08, lot# 460903, referenced is being filed under medwatch MFR #9710478-2007-00140.